Event description:
A ventilator was returned to the manufacturer for service. The device was not in pt use. During the evaluation of the device at the manufacturer's service center, issues with the sensor board and flow sensor assembly were observed. The issues were caused by a large amount of dirt/dust contamination. The manufacturer believes the device was used without a filter. The device's sensor board and flow sensor assembly were replaced to address the issue.